Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain"), genital haemorrhage ("abnormal bleeding"), bladder prolapse ("other injury(ies) or complication (s) please describe: bladder and vaginal vault prolapse") and vaginal prolapse ("other injury(ies) or complication (s) please describe: bladder and vaginal vault prolapse") in an adult female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection (not recovered prior to essure), bladder disorder, urinary tract disorder, cystitis interstitial, depression, anxiety, pregnancy and multiparous. Concurrent conditions included urinary urgency, vaginal irritation, menometrorrhagia, adenomyosis, nocturia, cystocele and menopause. Concomitant products included cefuroxime axetil (ceftin), fluconazole (diflucan), levofloxacin (levaquin), metronidazole (metrogel) since 2016 and pentosan polysulfate sodium (elmiron) from 2008 to 2010. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("abnormal bleeding (vaginal, menorrhagia) heavy periods for 5 days straight and occured every two weeks"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods for 5 days straight and occured every two weeks"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vulvovaginal mycotic infection ("vaginal discharge due to yeast infection and bacterial vaginosis") with vaginal discharge and bacterial vaginosis ("vaginal discharge due to yeast infection and bacterial vaginosis"). In 2016, the patient experienced migraine ("migraine/headache") and headache ("migraine/headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain/back pain"), bladder prolapse (seriousness criterion medically significant), vaginal prolapse (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menometrorrhagia ("heavy periods for 5 days straight and occurred every two weeks"). The patient was treated with antibiotics, surgery (laparoscopic-assisted vaginal hysterectomy bilateral salphingectomy.), surgery (sacrocolpopexy and vaginal cuff repair) and surgery (sacrocolpopexy and vaginal cuff repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, polymenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, bladder prolapse, vaginal prolapse, vulvovaginal mycotic infection, bacterial vaginosis and abdominal pain had not resolved and the genital haemorrhage and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, bladder prolapse, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, polymenorrhoea, urinary tract disorder, vaginal prolapse and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient need for additional surgery, 5 coils on the left, 3 coils right. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 9-dec-2011: the coils were in the correct position concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abnormal bleeding, menorrhagia, dyspareunia, interstitial cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain"), genital haemorrhage ("abnormal bleeding"), bladder prolapse ("other injury(ies) or complication (s) please describe: bladder and vaginal vault prolapse") and vaginal prolapse ("other injury(ies) or complication (s) please describe: bladder and vaginal vault prolapse") in an adult female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection (not recovered prior to essure), bladder disorder, urinary tract disorder, cystitis interstitial, depression, anxiety, pregnancy and multiparous. Concurrent conditions included urinary urgency, vaginal irritation, menometrorrhagia, adenomyosis, nocturia, cystocele and menopause. Concomitant products included cefuroxime axetil (ceftin), fluconazole (diflucan), levofloxacin (levaquin), metronidazole (metrogel) since 2016 and pentosan polysulfate sodium (elmiron) from 2008 to 2010. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy periods for 5 days straight and occured every two weeks"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods for 5 days straight and occured every two weeks"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vulvovaginal mycotic infection ("vaginal discharge due to yeast infection and bacterial vaginosis") with vaginal discharge and bacterial vaginosis ("vaginal discharge due to yeast infection and bacterial vaginosis"). In 2016, the patient experienced migraine ("migraine/headache") and headache ("migraine/headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain/back pain"), bladder prolapse (seriousness criterion medically significant), vaginal prolapse (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menometrorrhagia ("heavy periods for 5 days straight and occurred every two weeks"). The patient was treated with antibiotics, surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy.), surgery (sacrocolpopexy and vaginal cuff repair) and surgery (sacrocolpopexy and vaginal cuff repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, bladder prolapse, vaginal prolapse, vulvovaginal mycotic infection, bacterial vaginosis and abdominal pain had not resolved and the genital haemorrhage and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, bladder prolapse, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal prolapse and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient need for additional surgery, 5 coils on the left, 3 coils right. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: the coils were in the correct position concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abnormal bleeding, menorrhagia, dyspareunia, interstitial cystitis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), , pain, vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: bladder and vaginal vault prolapse,heavy periods for 5 days straight and occurred every two weeks. Were added. Patient's medical history was added, lot number was received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (she had to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.